Event description:
The manufacturer received information alleging a ventilator service required error message occurs. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the downloaded error log confirmed the allegation. The error log indicated that a proximal pressure sensor detected a negative value. The evaluation determined that the error possibly occurred due to environmental factors or a temporary sensor misrecognition. Therefore, the system pca was replaced as a precaution. Subsequent testing of the system pca did not confirm any malfunctions. The device was tested and operated properly.